Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was electrically abandoned (capped) due to pocket revision; device repositioning due to radiation therapy. A new system was implanted on the right side. No additional adverse patient effects were reported.